Event description:
A patient reported blood glucose results of 7.0 and 8.9 with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Note: patient reported that they "squeezed" their finger to retrieve a sample for the second test (8.9 mmol/l).